Event description:
Complaint ID # (B)(4).

Manufacturer narrative:
Customer reported that the error message "head error" displayed on the pump. A getinge field service technician (fst) has been sent for investigation on 2021-07-16. The fst replaced the optical tacho board. The system was checked according to factory¿s specification and all tests passed. The device was put back in use. The reported failure "head error" has already been investigated in a similar complaint# (B)(4) dated on 2019-08-26. The most probable root cause could be determined as a broken wiring of the optical tachoboard. Thus the reported failure could be confirmed. The product in question was produced in 2019-01. The review of the non-conformities during the period of 2019-01-09 to 2021-05-27 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. A follow up medwatch will be submitted when additional information becomes available.

Event description:
Customer reported that the error message "head error" displayed on the pump. Complaint #(B)(4).